Manufacturer narrative:
Result - power cord plug with bent/cracked prongs. Missing motion interrupt pan. Broken tabs on the scale module.

Event description:
It was reported by service report that the bed had intermittent power; the power cord had a loose/cracked prong; scale modules on footboard mounting tabs were broken with no sharp edges, and the motion interrupt pan was missing. It is unknown whether there was patient involvement or adverse consequences to report.